Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial #: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 23-feb-2020, UDI#: (B)(4). Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient said the whole system was removed on (B)(6) because "it migrated up my spinal cord" and the stimulation "somehow some way was stimulating the front half of my body from the testicles up and not my back. Talk about a shock the day I turned it on". The patient wanted to know if the manufacturer wanted the programmer back and mentioned they would be seeing their healthcare professional on tuesday and will bring the programmer with "then" to ask if they'd like it, and call the manufacturer back if the hcp doesn't want it. No further complications were reported/anticipated.